Manufacturer narrative:
Increase in pain was reported immediately after implant thus there is no indication that the leads migrated after the procedure. Most likely the placement of the leads did not land in the exact location as the trial leads and the placement of the leads is the cause of the patient's pain.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2024 after having undergone a successful trial phase. The system is intended to treat foot pain by targeting the tibial nerve. Ultrasound imaging was used during the implant of the permanent system to place the leads. The implantable pulse generator (ipg) was placed on the calf area. After the system was implanted, the patient reported increased pain toward the bottom of the foot, near where the distal aspect of the leads were placed. Patient was able to achieve pain relief using a single lead so on (B)(6) 2024 a surgical revision was performed to remove the lead that was causing discomfort.